Manufacturer narrative:
Unit received and placed unit under microscope and found physical damage to cow catcher (connector platform broken), and physical damage to the connector pins. In conclusion, unable to perform functional test or verify rf/ble/downgrade/association/accuracy test due to physical damage. The customer complaint of communication anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced communication issue between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884. Troubleshooting was performed for loss of communication. The customer deleted the transmitter serial number from the pump and re-paired, but the transmitter still did not communicate or trigger a ¿sensor connected¿ alert. Troubleshooting was performed for the 'device not found' alert. The customer reported being unable to pair devices with the pump. Assistance was provided with steps to pair, but the pump displayed the ¿device not found¿ message three times. The customer requested assistance with pump programming, and assistance was provided with the requested programming. No harm requiring medical intervention was reported. No product return is required for mmt-1884. Mmt-7841zn was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.